Event description:
It was reported that the patient experienced swelling at the pump site/device pocket. The chronic swelling around the pump returned after the area had previously been drained. Volume discrepancies, values not known, also occurred. There were difficulties aspirating the catheters. Cerebral spinal fluid could not be aspirated. As a result a new catheter was implanted and the daily dose was reprogrammed and decreased by 50%. It was unknown if troubleshooting occurred, what the cause of these issues, or if these were resolved. The patient¿s status at the time of the event was reported as alive, no injury. This device system delivered dilaudid. Reportedly, the hospital retains the products. Additional information has been requested. Further, the area of swelling had been aspirated multiple times. The cause and dates were not known. It was also unknown how the patient was currently doing.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 8709, lot # l81056, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type catheter. (B)(4).